Manufacturer narrative:
Evaluation summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints reported. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause could be determined. Additional information was requested via mail on 02/15/2011; via fax on 02/15/2011; via phone on 02/21/2011. (B)(4).

Event description:
An ophthalmologist reported a patient who experienced severe keratitis following the use of this product. She stated she treated the event with aggressive lubrication. She noted the patient was seen in the office on (B)(6) 2011 and she had returned to using this product and her contact lenses. She reported at this time, her symptoms were worse. On (B)(6) 2011, additional information was received from the ophthalmologist who reported the consumer experienced significant punctate keratitis in both eyes that was unassociated with contact lens overwear. She reported the patient kinetically presented with her symptoms on (B)(6) 2011 at which time she treated her with preservative free lubricants and discontinued contact lens wear. She noted the consumer returned to using this product and her contact lenses and when she was seen on (B)(6) 2011, her symptoms were worse. She stated she treated her with an antibiotic for 10 days four times a day without improvement. The ophthalmologist reported the patient is continuing the preservative free lubricants and is still out of contact lenses. She noted at this time her symptoms are resolving. This report is for patient 5 of 7.